Event description:
The implant's head got damaged and implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification k061410/k013227. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) tsvb11 (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation could not be performed. DHR review was completed for the subject lot number 62539907. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62539907 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician damages implant seating surface (e.g. Raised areas on seating surface of implant, scratches). Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.